Event description:
After the patient's norwood procedure, he was discharged home, but returned approximately 10 days later with ventricular pseudoaneurysm, which turned out to grow aspergillus. The pseudoaneurysm was repaired with a patch, and the sano shunt was taken down and reconstructed. The shunt subsequently thrombosed, necessitating extracorporeal membrane oxygenation (ECMO) support, and the patient eventually died due to complications with ECMO.